Event description:
The customer reported that the insulin pump alarmed failed battery test and battery out limit. Customer stated that she tried changing 8 batteries and the insulin pump would not turn on. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. After the troubleshooting the insulin pump did not alarm failed battery test. Advised the customer we would send replacement battery cap to rule out any possible issues with the battery cap. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)